Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the jaws of the device became locked on tissue and were cut off in order to remove them. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.